Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, fielder fc, guide catheter: mach1 7f fl4stsh. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal left anterior descending coronary artery and below the bifurcation that was non-tortuous, non-calcified, and 90% stenosed. After pre-dilatation, a trek 2.0 x 15mm balloon dilatation catheter was left in a guiding catheter to perform a kissing balloon technique. A xience alpine 3.50 x 15 mm was then advanced to the target lesion without resistance, however, upon angiography, it was noted that the stent was not mounted over the balloon. The dislodged stent was found inside the y-connector. The device was then removed as a single unit and the stent successfully retrieved. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.